Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuts in the insulation. It is reasonable to assume that these damages resulted from the explantation procedure. Further inspection showed the ligature marks at approximately 17 cm distal to the is-1 connector pin. At 17.5 cm distal to the is4 connector pin in the region of the suture sleeve deformations of the inner coil were observed. It is reasonable to assume that mechanical stress in the implanted state contributed to this observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 17 days, an increasing atrial threshold was reported. This lead was explanted and replaced. No patient events were reported.